Event description:
Customized sterile taparolomy disposable surgical pack was opened in the operating room prior to the patient during procedure set-up. Nurse found a dead spider inside the pack when opened. This occurred during set-up and caused, a delay of the surgical procedure, pack and all items instruments and kits for the procedure were replaced and the area re-cleaned.